Event description:
Customer reportedly rec'd results of 490 mg/dl and 229 mg/dl within 10 minutes on the aviva sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.